Event description:
A us distributor returned monitor sn (B)(4) to report that it was resetting.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation, the monitor would not power up with the sd card installed. The cause for the power up failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective sd card.